Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report the patient's receiver ceased to function on (B)(6) 2015. Patient did not report any injury or medical intervention at this time of contact with dexcom technical support. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing could not be performed because the receiver would not turn on. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event that the receiver ceased to function. A root cause could not be determined.